Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhi+*-bits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that, at 15,000 joules and 3 minutes, while using a surgical fiber during a prostate, no aiming beam was visible. The fiber was replaced, and the procedure continued until at 197,141 joules and 27:57 minutes of use, no aiming beam was visible on the second surgical fiber . The fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the second surgical fiber used.